Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense right ventricular (rv) lead dislodged. The lead was sensing the right atrium and multiple shocks were delivered to the patient. An x-ray confirmed the lead tip was in the right atrium. Initially detections were turned off and the lead was subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.